Event description:
It was reported that the patient fell twice within one month. The patient did not seek medical attention after each fall. The falls were reported to the patient's cardio- logist as possibly being due to syncope. The device exhibited no capture and was possibly dislodged.